Event description:
Pt. Reports that the euflexxa did not work, she got worse; is in a lot of pain, the dr. Was doing process of elimination before surgery that the pain is affecting her mentally. Pt. Reports depression in the last 30 days and that the pain management specialist she was referred to did not give her any treatment. Lower back pain. Bilateral primary osteoarthritis of the knee.